Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on available information and without the device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak it was reported that during preparation of the clip delivery system (cds), a leak occurred at the lock lever. The lock lever cap was attempted to be tightened, but the leak continued to occur; therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.